Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 103 mg/dl, 263 mg/dl, 180 mg/dl and 198 mg/dl when all tests were performed within 10 mins on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.